Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 532 mg/dl. In addition the patient reports while activating a pod, upon removal of the needle guard the cannula had been found to have deployed early and was bent. The patient did not wear the pod and had no other pods to activate. The patient reports they are pregnant and have gallstones. Once at the hospital the patient was treated with both intravenous fluids and insulin. The patient was discharged from the hospital after 5 to 6 hours. The patients doctor provided needles for manual insulin temporarily until the patient receives new pods. The patient's blood glucose history are as follows: time bg(mg/dl) sep 4 232 sep 5 343 sep 6 >400 sep 12 532.

Manufacturer narrative:
No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the reported needle mechanism failure or determine its root cause as well as we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.